Event description:
The customer reported that the avalon fm30 fetal monitor "causing intermittent alarm and incorrect reading". The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the avalon fm30 fetal monitor "causing intermittent alarm and incorrect reading". It is unknown if the device was being used on a patient at the time of the reported event.